Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator space had failed due to remote manager latch issue. A field service engineer applied conductive grease and tightened down connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the device continuously needed to reclaim refrigerator space. The customer indicated that this malfunction occurred when a user was attempting to dispense medication to a patient. This issue caused a delay in patient care. There were no adverse events or injuries reported based on this event.